Event description:
The report received from our affiliate indicated that during the first inflation of the balloon during a pta to the right sfa, the balloon ruptured at 6 atmospheres. The vessel was moderately calcified, had mild tortuousity and was 99% stenosed. The unit was withdrawn from the patient, and a competitor balloon was used to successfully complete the procedure. There was no report of any adverse consequences to the patient. As per the reporting affiliate, no additional procedural information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.